Manufacturer narrative:
H3: product analysis stated visually sample had contamination on the outside diameter of the cuff. Portions of the wire harness were cut when returned. Sample had surgical tape wrapped around the proximal end of the tube including the clamp shell. Functionally, a syringe was used to inject 20cc of air into the cuffs of sample and there were no issues during inflation or deflation. The device was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed by submerging the device (at separate times) in water and no bubbles (leakage) were observed. In the returned condition, there was no out of specification condition that was related to the complaint. H6: codes updated. Previously applied codes fdm b17, fdr c20 <(>&<)> img g04010 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure in nim emg about 5 minutes after intubation, the anesthetic found the air leak from inflation balloon. So, the anesthetic changed a new endotracheal tube. The cuff inflation test performed on the emg tube prior to use on patient and 5ml air was used to inflate the cuff. Intracuff pressure monitored with 23 to 28, tape was used to secure and protect the tube. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.